Event description:
Patient presented to the physician with chest incision that has widened, dehisced, inflamed, has fluid buildup, and is painful to the touch. Physician prescribed antibiotics and took a culture, which returned negative. Patient presented back to the physician with a confirmed infection at the ipg site. Physician brought the patient into the or and removed the entire inspire system. Physician prescribed additional antibiotics after the procedure was completed.